Event description:
It was reported that the patient¿s mother observed insulin leakage at the base of the pump where the connector attaches on an ilet system, with hyperglycemia noted after a suspected infusion issue and concurrent steroid use that elevates glucose; a full site and supply change was performed, after which blood glucose decreased from 349 mg/dl to 303 mg/dl. Symptoms included polydipsia associated with hyperglycemia. Outcomes included no reported health consequences or lasting impact. Customer care provided investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, with insufficient device information and no confirmed device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was not established.